Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint devices were received and evaluated. Visual observation of the first device revealed that the anchor and suture was missing completely. The second device was missing an anchor but still had the suture intact and the third device revealed that the anchor was off the inserter but held by suture. This reported condition could be confirmed. Typically, anchor breakages are associated with off -axis insertion, levering during insertion or hard bone quality. No technique information was provided that would suggest if the aforementioned causes contributed to this event. The root cause of the suture breakage could not be definitively determined with the condition of the returned devices and the information provided. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This is report 2 of 3 for the same event. It was reported by the affiliate in (B)(6) that during a shoulder stabilization surgical procedure, it was observed that three gryphon p br anchor w/oc devices broke. According to the reporter, the first anchor anchor failed by way of suture breakage while the other two anchors seemed to have been broken while being removed from the case. It was reported that no instruments came into contact with the suture to cause breakage. It was reported that the suture was left in place another bone hole was created and the surgery was completed without delay. It was reported that other two were opened during the procedure and the damage was noticed prior to being used on the patient. There was no delay in the surgical procedure as an identical spare device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.